Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to confirm the stent cage dilation (20%, 30 mm) of the main body stent, 38 months post implant 3b endoleak with sac growth of the main body, a non-endologix stent was used to reline the main body. The most likely cause of the compromised graft integrity (stretched 20% at one day post implant) was the use of a large balloon angioplasty. The compromised stent graft integrity (type 3b endoleak) of the main body stent 38 months post implant was the use of strata material in combination with multiple aortic extensions, and endovascular manipulations (cautionary product use). There have been no further reports of negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
At the completion of the clinical assessment (B)(6) 2018, clinical was able to find substantial evidence to support the following additional findings of a type 3b endoleak, and the physician elected to implant a non-endologix stent to reline the main body. There have been no further reports of negative patient sequelae.